Manufacturer narrative:
The investigation of the returned pull magnet and inspiratory pipe has been completed. The pull magnet's function is to open and close the safety valve, which is part of the inspiratory pipe. The field service engineer (fse) replaced the pull magnet and inspiratory pipe at site, after that the ventilator passed all functional and safety tests. The returned parts were tested in a reference ventilator, they passed all tests without any issues. Evaluation of device logs confirm the reported issue on several occasions, the first one on (B)(6) 2016. Date of event is updated accordingly. If the safety valve fails it can lead to stop of ventilation or to an increased airway pressure. This will be detected during pre-use check and during ventilation by generated alarms. The root cause of the reported issue could not be determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the safety valve sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).